Event description:
It was reported that the external pulse generator would not stay powered on when the battery was removed. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the device would not stay powered on when the battery was removed due to the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case and side bail covers were broken, the battery contacts were compressed, and the battery drawer was cracked. Further analysis was performed on the main pcb. This analysis also confirmed the reported event, the battery removal failure was caused by a capacitor component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.